Manufacturer narrative:
01-apr-2020 product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by wear of plastic parts due to usage of abrasive toothpaste in combination with insufficient cleaning.

Event description:
Consumer contacted via phone and stated that the brush head was separating and the lower half that was like a square was coming off in his mouth. No injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer contacted via phone and stated that the brush head was separating and the lower half that was like a square was coming off in his mouth. No injury was reported.